Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise episodes was observed on the rv channel. The lead was capped and replaced. The patient's condition was stable after the procedure.